Event description:
It was reported during implant procedure that multiple stylets were kinking within the right ventricular lead. The lead helix also exhibited a difficulty to retract and there seemed to be a kink in the lead tip. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue, bent helix, and failure to advance the stylet. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported events of helix mechanism issue and failure to advance the stylet were confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The stylet insertion/removal test was not performed due to overtorqued inner coil, as received. The cause of helix mechanism issue and failure to advance the stylet was due to over torque of the inner coil and blood/tissue in the helix region. The reported event of bent helix was not confirmed. X-ray examination of the helix found no anomalies.